Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned for evaluation.

Event description:
It was reported that the driver (ire200u) became stuck in the implant during surgery and could not be removed. The implant was removed and a new one was placed utilizing a different driver. Tooth location 19.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection attached to an implant driver. A visual inspection revealed that the driver showed signs of wear from use. A functional test was performed and it was noted that the driver would not separate from the implant without excessive force. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A singular cause for the complaint could not be determined.